Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdiriver deformed, rust on sleeve. Complaint is a reportable malfunction. Received date 09-04-2015. Decision tree is reassessed and complaint determined to be reportable based on initial evaluation of returned product. Device was returned for examination. Upon receipt was noted through visual examination that tip of the driver was broken off. No report of any adverse consequences to a patient or delay to procedure. However, instrument tip breakage has been known to result in the tip of the instrument remaining in the patient and poses an increased risk of implant corrosion.

Manufacturer narrative:
(B)(4). One (1) mountaineer minipolyaxial screwdriver [product code: 2883-04-000, lot number: x0910] was returned to the complaints handling unit (chu) for evaluation. The other minipolyaxial screwdriver-lot number x0610- was not returned to the chu. It was previously reported that there were two screwdrivers- lot numbers: x0910 and x0610-returned to (B)(4). Upon receipt and evaluation of the device, lot number x0910 was etched on the inner driver assembly and the sleeve, and lot number x0610 was etched on the outer driver assembly . Since these components are disassembled during sterilization and then re-assembled, it is possible that the outer assembly from lot x0610 was mistakenly placed over the inner driver assembly from lot number x0910. It is currently unknown the status of the other driver. Visual inspection of the minipolyaxial screwdriver revealed a fracture at driver¿s distal tip. The fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. It was also noted that the driver¿s distal tip was twisted which could have led to the tip fracturing. It was also observed that there was rusting on the sleeve. It was later revealed that one of the stainless steel dowel pin had corroded, which caused the rusting on the sleeve. The part was sent to the supplier, who had indicated that the staining on the part was not a result of their manufacturing process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the mountaineer minipolyaxial screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A root cause for the sleeve of the screwdriver rusting cannot be positively determined. The device was reviewed with sustaining manager, who stated that if caustic agents were used during the cleaning process, this could have dissolved the passivation layer and therefore, make the part more susceptible to corrosion/ rusting. The passivation layer is applied to the sub-assemblies during the manufacturing process and the layer serves to protect the part from corrosion/ rusting.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.